Manufacturer narrative:
(B)(4). Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 32 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, the shaft broke before entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported.